Manufacturer narrative:
Eval summary: the inspection protocol was reviewed. Dimensional and visual tests were done for every single device. No deviation from the spec was noted. The material certificate was also inspected and corresponds to the material on the drawing. Therefore, a mfg issue can be ruled out. Damage and deformation to the impactor/screw interface can be seen. This damage suggests excessive force during use of the impactor. The spiral appearance of the impactor head may suggest some kind of twisting motion or angulation was applied to the impactor, causing it to break in this way. Due to the above mentioned reasons, the complaint event is not considered to be device related.

Event description:
The customer reported that the unit has disassembled and cannot be used. It is further reported that there are no adverse consequences. Per update: it is further reported that the unit has sheared at the screw connection joint. It is further reported that this occurred during surgery and another unit was used to complete the procedure. It is further reported that there are no adverse consequences.